Event description:
A malfunction was reported, identified by a specific malfunction code, but no notable events occurred prior to it. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, implying there was no adverse impact. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur after the reset.